Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an endoscopy, after deploy of t1, the t2 of the fast fix 360 deployed prematurely. T1: was removed from the patient using tweezers. The procedure was successfully completed with a delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: part of the reported device was received for evaluation. A visual inspection revealed the fast fix was returned with no suture or implants, the shaft is bent in half and broken apart. A functional evaluation was performed on the returned device and found it is unable to cycle as designed due to the broken shaft. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.